Manufacturer narrative:
This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.

Event description:
It was reported that this right atrial (ra) lead observed signals that were different that the rest of the intrinsic conduction and at the times to have a non physiologic visibility. A testing was recommended to verify to rule for lead insulation anomaly. In addition, significant undersensing of atrial fibrillation (af) stored on atrial tachy response (atr) events were noted. Boston scientific technical services (ts) reviewed the atrial tachy response (atr) results. At this time, this ra lead remains in service. No adverse patient effects were reported.